Event description:
It was reported that automatic ventilation failed during a surgical procedure. There was no detail in the report which would reasonably suggest that patient consequences may have resulted from the event.

Manufacturer narrative:
The user facility did not involve the local dräger s&s organization into any follow-up measures and did not provide further information such as a log file covering the period in question which would enable a case-specific evaluation. Thus, only a general assessment is possible. The reported ventilator failure during use can neither be confirmed nor denied. The device responds per design to various conditions with a shut down of automatic ventilation, these conditions include component malfunctions but also applicational aspects such as a fast rise in airway pressure, the device performs a safety shut down of automatic ventilation to protect the patient from potentially hazardous output. When automatic ventilation is being stopped, the device posts a corresponding alarm to alert the user to this condition and switches autonomously to manual ventilation mode; patient ventilation and anesthesia support can be continued via the built-in breathing bag and, gas dosage or monitoring functionalities are not affected by a ventilator failure. The device is almost five years old, status of preventive maintenance and repairs is unknown since the hospital did not sign a service contract with dräger. A reliable conclusion in regard to the root cause for the reported observation cannot be made. In fact, it is not even clear that a ventilator failure has occurred - users often misinterprete the effects of a large leakage in the patient circuit as a ventilator problem. It is recommended to have the device checked by trained service personnel. H3 other text : device not available for evaluation.